Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was still running after the formula had been infused and was continuing to pump air into the patient. They stated that this resulted in the patient having an increased heart rate, lower sats, and stomach discomfort. They opened the patients mickey button to allow the air to vent. They stated that the issue resolved and they did not need to seek any further medical treatment. Mmdg did follow up with the initial reporter who stated that the patient did not have any long term adverse effects due to the complaint. No other information was provided. (B)(4).